Event description:
It was reported that the user experienced prolonged hyperglycemia for more than two hours despite issuing two correction boluses through the system, and the glucose level decreased only after a subcutaneous insulin injection. Symptoms included insufficiently characterized clinical effects due to limited information. Outcomes included insufficiently characterized health impact due to limited information. Investigation included attempts to obtain information through communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed that no specific findings were available, the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.